Event description:
The physician successfully closed the patient's artery with closer tsl 6 fr. Device in 2001. The closure appeared dry in the cath lab, however upon discharge a hematoma was noticed. The pt was discharged home. The pt called later when pt noticed "oozing and puss." The pt was admitted for staph infection debridement by surgery.